Manufacturer narrative:
The hospital has not released the cassette to gehc for testing. An exact root cause for the reported complaint cannot be determined without the sample.

Event description:
It was reported to gehc that a patient experienced light anesthesia. There was no reported patient injury.